Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2012-00151. (B)(4) clinical study. It was reported that post a stenting treatment procedure, an in-stent restenosis occurred. The index procedure treated a bifurcated lesion located in the 2nd om (obtuse marginal) with an 80% stenosis. The lesion was 18 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with direct stenting using overlapping 2.25 x 12 mm and 2.75 x 20mm taxus element stents. Following post-dilatation there was a residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the patient presented with dyspnea. Coronary angiography showed a 70% diffuse, in-stent restenosis of the 2nd om. Treatment consisted of target vessel revascularization with balloon angioplasty to the 2nd om. Residual stenosis was 10%. The patient was treated with non-target vessel revascularization and discharged.